Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was returned for evaluation due to the reported event of a driveline power fault alarm. The root cause of the reported alarm was isolated to an issue with the modular cable and has been addressed via the modular cable¿s investigation. The returned system controller functioned as intended throughout all testing, and the root cause of the reported event was not correlated to an issue with the system controller. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review with concerns of a yellow wrench and driveline power fault alarm. The event log file recorded a driveline power fault on 03jul2025 at 15:18:27. Motor function was not affected by this event. The modular cable and system controller were exchanged. Log files after exchange were sent for review. The event log file data that monitored the current across power conductors a and b indicated that they were carrying approximately the same amount of current to the pump which was good. Because they carried the same amount of current, this indicated that the connectivity had improved. It was noted that the patient had rescue tape on the pump side of the driveline.